Event description:
The patient's oxygen tank read full upon arrival to EKG/eeg department. Patient was short of breath, o2 saturation on 5 liters at 90 - 90%. Inpatient chart o2 saturation was documented as 91% on 5 liters. Patient seemed very short of breath. Patient was put on wall oxygen delivery system at 5 liters. The o2 saturation increased to 96%. When the o2 tubing was disconnected from the oxygen tank, the flow of o2 seemed very low for 5 liters. As a test, the nurse turned the oxygen tank up to 15 liters which did not seem to increase the flow as much as it should. The oxygen tank was removed and given to the respiratory department for evaluation. The patient transport department was contacted to bring a new tank prior to transferring the patient back to the floor.